Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this device was admitted to the hospital due to syncope. Reportedly, the patient was leaving church, felt faint and almost fell down. The patient remained hospitalized for a few hours and was released with no further issues. The cause of the syncope was not communicated.